Manufacturer narrative:
The reported events were lead dislodgement. A complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented with a feeling of pulsing in the throat. An x-ray revealed the atrial lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.